Event description:
The product was used during a thoracoscopic lung partial resection procedure. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The pusher was malformed which allowed a single staple to malform.